Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection confirmed the device shows significant signs of wear/usage. A functional evaluation confirmed the stated failure. The driver would not hold a .123 pin gage as intended. A medical investigation was conducted and confirms per complaint details, the device malfunctioned ¿during use outside of the patient¿; therefore, the ¿procedure concluded in a change of surgical technique¿. The requested clinical documentation/ information was not provided for inclusion in the medical investigation. No patient injury or surgical delay was alleged. Based on the information provided the modified procedure did not result in patient harm/impact or surgical delay and no injury was reported; therefore, no further medical assessment is warranted at this time. A review of complaint history for the listed part revealed no prior complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that during tka procedure the universal pin driver won't hold the short headed pins. The short headed pins won't even lock in place. This happened during use outside the patient. No delay. The procedure concluded in a change of surgical technique. No injuries reported to the patient. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.